Event description:
Customer reported the insulin pump alarmed failed battery test. Customer was not changing the battery when the alarm occurred. The device did not alert low battery. Customer's blood glucose was unknown. Customer was advised to monitor the device and a replacement battery cap was going to be sent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.